Event description:
A friend or family member reported that the patient's implantable neurostimulator (ins) was off and the patient was shaking. This occurred on (B)(6) 2016. The caller also noted that the patient's stimulator had turned off before in 2015, the caller did not have any other details on the event. The stimulator was turned on and the issue was resolved. The patient is implanted for parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.